Event description:
Bowel injury. Treated with antibiotics and temporary colostomy.

Manufacturer narrative:
The code was selected with "other" meaning that the training, manufacturing process, design, lot records, etc., were evaluated. Note: a company rep first became aware of this event on 05/01/2008.